Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8100 error 13-1033-149. Reflash software. Replace logic board. Return the module to the factory. Recommended re-flash software on the lvp8100. If flashing software does not fix the problem, customer will send unit in for flat fee repair. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 28nov2012 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had an error 13-1033-149. There was no additional information provided and no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported by the customer that the device had an error 13-1033-149. There was no additional information provided and no patient involvement.